Event description:
The patient, a 55 year old female was evaluated by the physician in the office. Significant past medical history included a mitral valve treplacement, hypewrtension and diabetes mellitus. The patient had started anticoagulation therapy in december, 1990. Using the coumatrak device in the office, the physician obtained a prothrombin time measurement of 27 seconds on 7/29/92. The physician immediately stopprd the coumadin (daily dosage of 7.5 mg) with instructions to the patient to restart therapy at 5 mg daily three days later (7/31/92).the patient was admitted to the hospital two days after evaluation with a "stroke after throwing a clot." Prothrombin time measured in the emergency room was 11 secondsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.